Event description:
This is filed to report a knot in the lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During deployment of the mitraclip ntw, the lock line was knotted and twisted. It was able to be removed after ten minutes were spent untangling the line. The procedure was completed with one clip implanted and mr reduced to grade 1-2. There was no clinically significant delay. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information and without the device to analysis, the cause of the reported knot on the lock line cannot be determined. The cause of the reported physical resistance/sticking (lock line ¿ difficulty) associated with inability to remove lock line was a cascading effect of the reported knot. There is no indication of a product issue with respect to manufacture, design or labeling.